Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc- (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that handles continued to break. Ball bearings were continually stuck. Black plastic continued to break. Surgeon would not longer use these handles and will be using a different handle moving forward. It did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that handles continued to break. Ball bearings were continually stuck. Black plastic continued to break. Surgeon would not longer use these handles and will be using a different handle moving forward. It did not happen in surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device does not found signs of breakage at the duraloc curved cup impactor. However the device has signs of worn out at the surface. A functional test was performed and was not able to replicate the reported jammed condition due to the device works as intended. The overall complaint was unconfirmed as the observed condition of the duraloc curved cup impactor would not have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.